Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is possibly under delivering. The customer's blood glucose was 300 mg/dl and 250 mg/dl at the time of incident. The customer declined to continue troubleshooting. The customer was treated with bolus. The customer was advised to call us back to continue ts, if he has more issues. The devices will not be returned for analysis.